Event description:
During a case generator emitted a high pitch audible tone and the device stopped working both on cut and coagulation mode functionality. Device was swapped out and the procedure continued without incident.

Manufacturer narrative:
Device expected to be returned to the MFR but not received as of yet. Pending return and eval supplemental report will be sent.